Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/14/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: display was blank due to defective display flex. Failed to test the complaint ¿dim display¿ due to blank screen. The damaged display was exchanged for a test display, which was functional and readable.